Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular creatinine controls generated by the unicel dxc 800i synchron access clinical system were erratic. The customer reported that the module reagent pump had crystals built up around the barrel. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).